Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 and 3.2 failed. A field service engineer reseated the row board cables at the drawer board, and both ends of the retractor bands for drawers 3.1 and 3.2. Then signed into diagnostics, tested all pockets, and removed any debris found underneath them. During testing, drawer 3.2 row b did not release. Fse removed all pockets and reseated the row board cables on all cubie trays. After completing these steps, all components tested successfully. The customer was able to access multiple medications without any issues, and all systems were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer keeps failing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.